Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it using a pre-paid label within 10 days.